Event description:
It was reported that "I was pulling the mantis set to prepare for an upcoming case and I noticed the custom tap sleeve had cracks on the end of it."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.